Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line alarm which were verified through a review of the event history log by the presence of air-in-line but were not determined if the alarms were true or false. Evaluation was unable to reproduce the reported symptom and found the cause to be the ultrasonic sensor fluid readings to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement associated with this event. No additional information is available.